Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire medical has not received the suspect device/component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresolved monitor 30% leak , low exhaled volume and an intermittent auto-cycle issue, during testing of this ventilator device. The customer reported no known patient issue related to harm or injury on this event.